Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro harvesting cannula has the ocular piece closed and it doesn't let any movement from the bisector. The hospital did not report any patient effects.

Event description:
N/a

Manufacturer narrative:
Internal complaint number:(B)(4).